Event description:
It was reported that the patient had 2 backup battery fault alarms that appeared to resolve upon interrogation. Log file analysis revealed 3 isolated backup battery fault alarms on (B)(6) 2023. The customer was instructed to reseat the system controller backup battery if the alarms returned. It was later reported that backup battery was reseated in the controller, but the backup battery fault alarms continued. It was decided to exchange the controller which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted and downloaded for review. A review of the log file showed overlapping events spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. Backup battery faults were active on (B)(6) 2023 from 21:00:52 ¿ 21:02:02. An additional backup battery fault was recorded during testing on (B)(6) 2023 at 09:23:27. These alarms were active due to an ebb circuit fault and cleared shortly after activating each time. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2023 at 14:35:18 for a system controller exchange. There were no other notable alarms active in the log file. During preliminary testing a backup battery fault became active on the controller, and a replace backup battery message appeared on the system monitor. The backup battery was inserted into a test controller and allowed to run on a mock loop for an extended duration. No alarms became active during this time. The metal contacts within the ribbon cable connector of the system controller were visually inspected. It was observed that the metal contact in pin 4 (lcs_stat) was damaged/deformed causing intermittent contact issues with the backup battery, which is consistent with the data observed in the log file. Pin 4 indicates to the controller that the backup battery is fully charged. The damage appears to have occurred during physically mating the two parts. The root cause for the reported event was determined to be a damaged/deformed metal contact on pin 4 of the backup battery ribbon cable. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.